Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/stroke and death).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st diagonal branch. Approximately 3 months post index procedure, patient death occurred. Cause of death stroke. The investigator indicated that the reported stroke was unrelated to the study device.